Event description:
It was further reported that the right atrial (ra) lead exhibited non capture and high impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated high thresholds and increasing impedance on the right atrial (ra) lead. In addition, the lead showed possible far-field r-wave oversensing that the device was categorizing as an atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.